Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter that they found dust in the cassette. There was no patient involvement and no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint for a report of particulate matter in a cassette was confirmed during the sample evaluation; however, the root cause could not be determined. One unused opened set was received in the original packaging in reference to particulate matter. The disposable set was noted to have particles embedded on the cap of the supply line during visual inspection. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.